Event description:
It was reported that the implantation took place on (B)(6) 2023 without problems. In (B)(6) 2023, a nail fracture occurred during rehab.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Upon completion of the investigation, additional information will be provided in a supplemental report.

Manufacturer narrative:
Correction - please refer to d9 - the product was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Reasons for potential nail breakage are clearly listed. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a female patient (no data given) had been treated with above implant on allegedly (B)(6) 2023. Allegedly on (B)(6) 2023, revision was required due to nail breakage during rehab. We received 3 x-ray copies; 1 dated on (B)(6) 2024: showing the broken trochanter in a-p-view, another copy dated on (B)(6) 2023 showing the treatment with a gamma nail in a-p-view, presenting the distal locking configuration. A 3rd copy, dated on (B)(6) 2023, in a-p-view, showing the proximal locking configuration. The date of event (nail breakage) was cited being october 15, 2023, thus, available x-rays are immediately post-op views. Further information was not available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. With available information a root cause could not be determined. With available information a product deficiency could not be verified. If essential information will become available we reserve the right to re-open the case and to re-assess potential root causes.

Event description:
It was reported that the implantation took place on (B)(6) 2023 without problems. In (B)(6) 2023, a nail fracture occurred during rehab.